Event description:
The insturment stopped working with error 5 in the middle of the case. The customer did not know the type of procedure but reported the instrument was replaced and the case completed with no patient consequence.